Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer alleges that the joystick cable and joystick gets very hot when charging. Dealer said user uses a plastic bag over joystick when going out to protect it. Plastic bag and cable had melting spots on them while charging.